Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his right eye (od) on (B)(6) 2009. The patient reported has lost vision due to the development of a cataract. The icl remains implanted. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Event problem: patient: (B)(4) cataract, induced, (B)(4) vision, loss of. Device: (B)(4) - device remains implanted. Device evaluated by manufacturer. Lens remains implanted. Evaluation: method - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. (No conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.